Event description:
Patient experienced some bleeding during blunt dissection in the neck incision before tunneling. The surgeon immediately applied pressure and bipolar cautery until the bleeding stopped. The inspire system was implanted with no further issues.